Event description:
After fusion of l3-l4 steffe plate and pedicle screw implementation, rptr awoke with bilateral leg pain, burning and weakness in lower back and both legs. Rptr couldn't get out of the hosp bed for 3-4 days after his first surgery. Rptr lost sensation in both shins, lost the reflexes in both knees, has continued lower back pain and leg pain, forty percent use of both legs for 12 months plus attempted corrective surgery 6/30/92: anterior decompression of the l4 via a left retroperitoneal approach with a bone graft from left iliac crest and placement of harrington rods with pedicle screws at l3-l5. Result: improved right side pain, decreased function, increased continued severe pain in lower back and pain in and through the left hip and leg. On 10/92, l4 laminectomy with bilateral foraminotomies with osteophyte resection at l4. Results: undiminshed pain and continued limited function of left side.